Event description:
Pt used breathe right strips advance, only had it on for a short time before her nose started feeling awkward and hurting. Pt then took the strip off and her entire bridge of nose was bruised. Pt wants warning on label that product may cause bruising.